Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. This device was explanted and returned for analysis.